Manufacturer narrative:
The device was returned to stryker for evaluation. The issue was verified through review of the software logs. The power pcba, battery wire harness and banana pins were replaced to resolved there reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device would unexpectedly turn off. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device would unexpectedly turn off. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was not able to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.